Event description:
It was reported that prior to starting an unspecified da vinci assisted surgical procedure, the surgeon did not want to use the fenestrated bipolar forceps instrument and asked the staff to set it aside, as it appeared to have a crack in the joint. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the unit was inspected prior to use, and it was not used during the procedure. There was no report of arcing during any robotic procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base and the edge of the yaw pulley. There was no damage to the conductor wire or insulation. The instrument passed the electrical continuity test. The instrument delivered energy and began arcing on multiple attempts. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The probable root cause attributed to mishandling/misuse. Additionally, signs of corrosion were found on the instrument bearings. Pitch, grip, & roll input disk bearings exhibited orange discoloration. Common causes of the failure mode corroded/contaminated instrument bearings are typically attributed to the user mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the fenestrated bipolar forceps instrument was found to have ¿charring and localized melting at the grip base and the edge of the yaw pulley¿. Evidence of thermal damage at or near conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.